Manufacturer narrative:
The kit was returned for analysis. Review of the returned kit confirmed the drive tube was broken in 2 places and the lower bearing stop was missing. The root cause of the break was, most likely, that the lower bearing stop delaminated. Service was dispatched ((B)(4)). The blood leak in the device was cleaned. The o-ring and leak detector strip were replaced and a system checkout was performed. (B)(4). T.d. (B)(6) 2016.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d344 was performed. There were no nonconformances related to the complaint. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected. However, a corrective and preventive action has already been initiated for complaint category, drive tube leak/break. This assessment is based on information available at the time of the investigation. The kit has not yet been received at the time of this report. A supplemental report will be filed with feedback from (B)(4), and results from analysis of the returned kit. (B)(4)

Event description:
Customer called to report a drive tube break during a blood prime (modified) procedure. Customer stated the break occurred just before collecting the buffy coat. Customer stated the patient is stable, patient current fluid balance was negative 9ml. Customer explained no alarms occurred, just a loud banging noise. (B)(4) was generated. Customer agreed to return the kit for further investigation.